Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2021. Block d6b: explant date: 2021 additional suspect medical device components involved in the event: model number/catalog number: sc-8336-70, serial number: (B)(6), batch/lot number: 7072049, model/catalog description: coveredge 32 surgical lead kit 70 cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to infection. No further information could be obtained despite good faith efforts.